Event description:
While placing a screw into the pt's lumbar area of the back during the procedure. The end of the screwdriver bit broke off into the screw that was placed in the pt. Surgeon was unable to obtain the broken piece. Alphatec screw 3.0mm (we do not have the package info). There are two different number series on the screw itself: (B)(4).